Event description:
During closure of the back wound 0 polysorb pops offs were used. Lot number d7a2348x, needle cl-10-mg. While the pa was using one of the stitches, the suture popped off of the needle without tension. The needle was retrieved and the package was taken off of the field. All counts were correct and the team leader was notified. Doctor was made aware.